Manufacturer narrative:
Follow-up # 1 date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/20/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life however there was evidence of ¿128 alarms¿ observed in the black box on the complaint date. The ¿128 alarms¿ are defined as post delivery motor power supply faults. The returned battery cap was able to fully tighten to the pump and the pump powered up with it. During visual inspection of the pump, it was observed that the battery compartment was intact with no observed damages. The pump¿s electrical current draws measured within specification. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled. There was evidence of moisture contamination inside the pump on the keypad and motor circuits. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.